Event description:
It was reported that the patient was experiencing intermittent lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery is under consideration.